Manufacturer narrative:
The investigation determined that lower than expected tsh results were obtained from two patient samples using vitros tsh reagent with a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control data, there was no indication that a vitros tsh reagent issue contributed to the lower than expected results. Vitros tsh precision testing was within acceptable limits, indicating that the vitros 5600 integrated system was operating as intended and did not likely contribute to the events. Pre¿analytical sample handling could not be ruled out as contributing to the events. In addition, it is possible that an interferent was present in the patient samples that only affected the vitros method. The investigation determined that the patients were taking biotin. Per the vitros tsh instructions for use, ortho has not quantified the interfering effect of biotin on the tsh assay at biotin concentrations >0.5ug/dl. The biotin dosage for each patient is not known. Current medical literature (biotin interference on tsh and free thyroid hormone measurement, pathology, april 2012 ¿ volume 44-issue 3 ¿ pg.278-280) states that biotin can potentially interfere with some immunoassays. Therefore, it is possible that biotin in the samples was a potential interfering substance and cannot be ruled out as contributing to the event.

Event description:
A customer obtained lower than expected tsh results from two patient samples using vitros tsh reagent with a vitros 5600 integrated system. The results were considered lower than expected when compared to results for the same samples from a non-vitros method. The results obtained are as follows: patient a: <0.015 miu/l versus expected result of 0.431 miu/l. Patient b: 0.101 and 0.198 miu/l versus expected result of 0.370 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were reported from the laboratory. There are no allegations of patient harm as a result of these events. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).